Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd preset¿ eclipse¿ cannula breaks off or pulls out. The following information was provided by the initial reporter: the customer stated the "needle breaks during removal. The incident occurred when the syringe was mobilized once the patient was punctured to try to channel the artery." The event description was translated from (B)(6) to english.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for broken cannula with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the produ h3 other text : see h.10.

Event description:
It was reported during use the bd preset¿ eclipse¿ cannula breaks off or pulls out. The following information was provided by the initial reporter: the customer stated the "needle breaks during removal. The incident occurred when the syringe was mobilized once the patient was punctured to try to channel the artery." The event description was translated from spanish to english.